Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On 05/28/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report mw5170362 stating: robotic instrument tagged for repair. No failure form present. Unable to determine if instrument failure occurred before, during, or after case. Instrument tagged for repair. Upon visualization, instrument does have an exposed wire cable. No patient information or case data found. Last known use according to manufacturer site is (B)(6) 2025. 11 lives remaining on instrument.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.